Event description:
Additional information was received from the patient reiterating her report of someone messing with their implant again after it was turned off. The patient reported that they were now experiencing some abnormal movement with vibration due to someone adjusting it once again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was pt's pp (programmer) has been stolen and she needs to get it replaced. Pt also said she needs to have her implant read, (checked) because she believes: whoever has her pp is utilizing it to make changes (to her stimulation), pt said she "feels it being changed when it is being messed with". Pt also stated she has lost her desktop charger (dtc) but still has her belt and insr, which she can use to turn stim on and off but cannot make changes to her setting. Pt said she also needs it checked because, sometimes she only feels one side working and the other side is not. Troubleshooting was unable to be performed as pt does not have the external equipment. Patient reported she had been having issue with her controller before it got lost. It would suddenly turn off or turn on at random times.